Event description:
The pt purchased lenses in (B)(6) 2011 and on or about (B)(6) 2011, pt woke up and could not open her right eye. Pt went to the emergency room. On (B)(6), pt was diagnosed with a severe eye infection. Follow up attempts have been made to obtain more information and treatment with no reply to date.

Manufacturer narrative:
This is being filed as infection. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, can update to this report will be provided within one month of receipt of the additional information.